Manufacturer narrative:
D4- model number was corrected to wa50042a.

Manufacturer narrative:
The device was not returned to olympus. During their investigation, the sbc was able to confirm the reported issue. During their inspection, the sbc detected varying colored images (purple/green). By disassembling the device and testing the components individually, the sbc traced the image error back to a defective r-unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported, that olympus that a videotelescope had a green image. There was no procedure involved. There was no patient injury or adverse event reported to olympus.